Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. There was thermal damage on the bipolar yaw pulley between the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any energy instrument during the procedure. Arcing was observed during normal hemostasis. Besides the maryland bipolar forceps (mbf) instrument, a fenestrated bipolar forceps (fbf) instrument was used. The arcing allegedly originated from the mbf instrument. There was no patient injury. Intuitive surgical, inc. (Isi) received the mbf instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Inspection identified signs of light arcing. The instrument was found to have charring and localized melting grip base between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy in multiple attempts. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.